Event description:
It was reported that there was a syringe plunger error. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿syringe plunger error¿ was confirmed with pump power on and reviewing alarm history. Internal inspection found q1 broken off the plunger printed circuit board (pcb) and cracks in both plunger cases. The probable cause was damaged component - punger pcb. Replaced plunger pcb and both plunger cases. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.